Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Manufacturer narrative:
The customer reported that during the transfer with the maxi twin passive floor lift, the patient fell and requested an inspection of the lift and sling. The customer reported that the sling leg clip detached from the device's spreader bar. No injury was reported. After the event, the lift and sling were inspected by an arjo technician. The inspection revealed no malfunction. The sling clip was designed with a narrow slot to ensure a snug fit onto the spreader bar lug. Additionally, the mushroom-shaped lug on the spreader bar prevents the clip from inadvertent removal. When tension is present during the transfer, there is a downward force on the clips, ensuring they remain in the desired location on the lugs. Therefore, the detaching of the sling leg clip under normal conditions is unlikely. Considering that the leg clip detached, it was concluded that a force in the opposite direction greater than the one applied by the gravity of the person's weight would be required to detach the leg clip. The customer reported that the caregiver was not sure if the sling clips were securely attached before and during the transfer. The instruction for use of the maxi twin (04.kt.00_15) indicates that: "the products may only be used by appropriately trained caregivers with adequate knowledge of the care environment and its common practices and procedures; ¿warning: to avoid the resident falling, make sure that sling clips or loops are securely attached before as well as during the lifting initiation¿ there was no malfunction found, and the customer did not provide details regarding the event circumstances, therefore the root cause of the reported clip detachment is unknown. It was established that a floor lift and arjo sling were used for resident handling at the time of the event. The clip detached, and from that perspective, the system did not meet its performance specification. The complaint was decided to be reportable due to the allegation that the sling clip detached during the transfer.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
It was reported that during transfer the patient fell out from the device, it was reported that the leg clip detached and patient fell on the bed. No injury was sustained.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.